Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient underwent transplant. Whether the outcome was device or therapy related was not provided by the customer. The pump was explanted, it is unknown if the device will be returned for evaluation.

Manufacturer narrative:
Section a4: patient weight was requested but not provided. Manufacturer¿s investigation conclusion: whether the patient's outcome was device or therapy related was not provided by the customer. No device related issues were reported. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information was provided. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Although no device related issues were reported by the account, the IFU lists adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.